Manufacturer narrative:
(B)(4).the returned product has been identified as part of the voluntary recall of endopath® xcel, with optiview, technology. Additional information: were any noises heard such as "whistling" or "hissing"? Yesif so, did the "noise' prevent insufflation? Please describe the noise. Yes, whistling and hissing.was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yeswhat was the gas consumption rate or volume (liter/minute)? 2 canisterswere you able to identify where the leak was coming from? Gasketwas a device inserted in the trocar during the leaking? Yes if so, what device? 5mm reuseable babcocks, graspers and ensealwas any torque being applied to the trocar or device? Yesadditional information was requested and the following was provided:what type of insufflator was being used? Stryker system, not sure of the model # but a relatively new hd tower.was there a specific trocar that caused the conversion? Not sure which one¿ it seemed that all of the 12mm ports were leaking. If an instrument was placed in a port than the abdomen would completely deflate.did the 5mm trocar contribute to the conversion? I do not believe so. He wanted them sent back for analysis just in case.were there any other factors that led to the conversion? No. He stated that he would have been able to perform the routine lap chole if he could have achieved pneumo.can you please provide the details of the change in the patient's post operative care? Unknown. (B)(6). Did the patient have any pre-existing conditions? Only morbid obesity. Patient's current status? Unknown. Were the trocars reprocessed? No.

Event description:
It was reported that the devices were used during a roux en y, gastric bypass and a laparoscopic cholecystectomy on the patient. The trocars were leaking throughout the procedure. At the end, they converted to open procedure in order to perform the laparoscopic cholecystectomy, because any time the devices were inserted the air would leak out.